Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mm x 2.00mm nc quantum apex¿ balloon catheter was being placed in an unspecified sheath however the shaft of the balloon catheter snapped into two pieces. The procedure was completed using another unspecified size nc quantum apex¿ balloon catheter. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 75cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities on the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mm x 2.00mm nc quantum apex¿ balloon catheter was being placed in an unspecified sheath however the shaft of the balloon catheter snapped into two pieces. The procedure was completed using another unspecified size nc quantum apex¿ balloon catheter. No patient complications were reported and the patient was discharged.